Event description:
It was reported that the customer's insulin pump had button error alarms that were not resolved, with no significant events occurring beforehand. The customer discontinued use of the device and followed a medical prescription for insulin injections until a replacement device arrived. The customer's blood glucose value was not reported. No further information was provided.

Manufacturer narrative:
Findings: unit received with intermittent buttons due to light moisture damage to keypad traces. No button error alarms noted. Unit received with cracked case at display window corners and battery tube threads.